Event description:
From 199o to 1997, the individual wore latex medical gloves in the performance of her job duties. The individual has been diagnosed as suffering from type-I latex allergy, allegedly from her exposure to medical gloves.